Manufacturer narrative:
(B)(4). Based on the preliminary investigation of the returned sample, the device was kinked. A follow up report will be submitted upon completion of the investigation.

Event description:
Customer complaint alleges "during cannulation of the vji after the swg was pushing, but before insertion into the needle and into the vessel, it turned out that the swg was factory damaged." No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly and the product lidstock for evaluation. The guide wire was returned retracted within the advancer tube, although the cap was not returned. The guide wire was observed to have a several kinks at the center of the body. The distal j-bend was slightly misshapen but intact. The rest of the advancer assembly was undamaged. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 256, 270, 312 and 334 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire manufacturing and the product packaging and no relevant issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during cannulation of the vji after the swg was pushing, but before insertion into the needle and into the vessel, it turned out that the swg was factory damaged." No patient harm was reported.